Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices. It was also reported the patient does not have stimulation. It is unknown as to when the patient last charged his ipg. However, the patient reported he was involved in a car accident about a year ago and has been without stimulation since that time. The patient will follow-up with the sjm representative at a later date and may undergo surgical intervention as the next course of action.